Event description:
It was reported that the rotational handle locks on the right and left image pasting barrier were broken. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.